Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that about one hour post pacemaker change- out, the patient returned to the operating room due to pass- ing out and bradycardia below 30 bpm. While opening the pocket all pacing was lost. Fluoroscopy revealed atrial lead dislodgement. The lead was removed and replaced. No additional complications occurred.